Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. A small baseline effusion was noted just before the procedure. The initial transeptal puncture (tsp) was performed and the wds was advanced and deployed in the laa. After two partial recaptures of the closure device, the closure device was released and implanted. Following release of the closure device, the physician noted a pericardial effusion, this time larger in size than baseline. A pericardiocentesis was performed to treat the effusion, draining 500cc of fluid. The patient's blood was transfused and two additional units of blood were given. The patient was stabilized and remained in the hospital overnight for observation. Patient discharged the following day with no further reported complications.